Event description:
It was reported that the patient presented at the emergency room because their right atrial (ra) lead had rising impedance that exceeded the programmed limit and produced a device tone. No changes were made and impedance will continued to be monitored. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD implanted 2013-(B)(6). (B)(4).